Event description:
The customer reported that her blood glucose measured 184 mg/dl at 4:15 pm but rose to 304 mg/dl by 6:00 pm, so she corrected with a 4.45 unit bolus. At 8:45 pm her bg was 482 mg/dl and she is taking in about 10 grams of carbohydrate; she bolused 10 units. When her bg was still 441 mg/dl at 10:20 pm she corrected with a 3.6 unit bolus and called her healthcare provider for advice. She changed the pod and monitored her bg closely per hcp instructions. When she removed the pod, she noted that the cannula looked "bent down".

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider".